Event description:
Ethicon endo-surgery echelon flex powered plus stapler was being utilized according to MFR's recommendations when it misfired and then would not reopen. The staff were able to manipulate the device to work the jaws open for removal. FDA safety report ID# (B)(4).